Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's electrode belt was generating adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the ECG a to b cable had a shorted signal wire. The shorted wire caused the adjust belt messages. The root cause for the shorted wire cannot be positively determined. No adverse event resulted from the shorted wire. The patient received a replacement electrode belt.